Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the 7 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. On october 30, 2024, bd released a field safety notice regarding failures of this nature, specifically within 4fr single-lumen powerpicc catheters (solo and non-solo versions). This advisory notice contains additional important information regarding this circumstance.

Event description:
It was reported PICC line was removed from the patient and the hole/fracture was identified, 7.2cm external 4cm. Medication given was flofiri. No harm to patient found. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 44cm, placed in left vein, secured with securacath. PICC used for oncology treatment (docetaxol, epicyclone,). No occlusions with this PICC. Break was identified at 11cm, PICC was used for 3 weeks. There is no xray imaging for this event. Catheter site was cleaned with chloraprep (3ml chg 2% in 70% ipa). No additional comments.

Event description:
It was reported PICC line was removed from the patient and the hole/fracture was identified, 7.2cm external 4cm. Medication given was flofiri. No harm to patient found. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported PICC line was removed from the patient and the hole/fracture was identified, 7.2cm external 4cm. Medication given was flofiri. No harm to patient found. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 44cm, placed in left vein, secured with securacath. PICC used for oncology treatment (docetaxol, epicyclone,). No occlusions with this PICC. Break was identified at 11cm, PICC was used for 3 weeks. There is no xray imaging for this event. Catheter site was cleaned with chloraprep (3ml chg 2% in 70% ipa). No additional comments.